Event description:
Sterile processing staff reported that the product cavicide had an unusually strong odor. Four to five staff members on different shifts noted this. Three staff members complained of not feeling well (unaware if there was treatment), with use of the product. Staff also noted other product with different lot number not to be the same.======================manufacturer response for cavicide formula, cavicide======================manufacturer verified there is a change in formula. The product was scented in "winter mint". That chemical discontinued, so they have either fragrance free or spring fresh.